Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The national death index database was reviewed, and the cause of death was identified to be unspecified encephalopathy and unspecified respiratory failure.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not report this information.

Event description:
It was reported that the vns patient passed away. A search online found the obituary which stated the patient passed on (B)(6) 2012 after a life long illness. No further information has been received to date.

Event description:
The physician reported that the believed cause of death was chronic respiratory failure. The cause of death was not believed to have relationship to vns. The device was not explanted after death. An autopsy was not performed. The death was witnessed, but the details are unknown. The patient had a history of chronic respiratory insufficiency.